Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had audio was not working and beep anomaly. Customer reported that they did not hear beeps when audio volume settings were saved. The blood glucose at the time of the incident was 193 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.